Manufacturer narrative:
(B)(4). Date sent: 5/5/2026 d4: batch #unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples how was the bleeding controlled? Electrosurgical knife how much blood was lost (ml)? Unknown did the patient require a transfusion? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 811d14, gst60b, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that a few staples were formed with irregular shapes after firing; and anastomotic site was oozing. Changed another one to continue the surgery but the same problem happened again. They used an electric knife to treat coagulation. There was no patient consequence nor surgical delay reported. No additional information was provided.